Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer was attempting to load a new cartridge the pump skips over the "detecting cartridge" step. Customer had elevated blood glucose levels (389 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, customer was able to successfully get the cartridge loaded onto the pump.